Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer changed cartridge and resumed insulin therapy, but removed cartridge and reverted to manual insulin therapy. Customer's blood glucose ranged from 54-500 mg/dl.